Event description:
Procedure type: sleeve gastrectomy. As reported in literature: early results and complications, one hundred twenty-one patients underwent laparoscopic sleeve gastrectomy with peri-strip reinforcement. From (B)(6) 2003 to (B)(6) 2006, (B)(4) pts had the sleeve gastrectomy as part of a staged bariatric procedure and one hundred five had the sleeve gastrectomy as the primary procedure. The study notes that both ethicon and covidien staples were used. No incidence of postoperative staple-line leaks was noted. One intraoperative leakage was identified (0.8%). Suture repair was noted to be unsuccessful. After two positive methylene dye tests, the procedure was converted to a rygb. Pt experienced an intraoperative leak. Treatment - suture repair was noted to be unsuccessful. After two positive methylene dye tests, the procedure was converted to a rygb.

Manufacturer narrative:
(B)(4).